Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bladder'), uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, burning sensation, vaginal discharge, seasonal allergy, chest pain, wisdom teeth removal and uterine fibroid. Previously administered products included for an unreported indication: nuvaring. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological condition/problems"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis,"), breast pain ("right breast pain") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with valaciclovir hydrochloride (valtrex). Essure (ess205) treatment was not changed. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, intermenstrual bleeding, iron deficiency anaemia, bladder disorder, vaginal discharge, nervous system disorder, weight increased, bacterial vaginosis, breast pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, bladder perforation, breast pain, fallopian tube perforation, genital haemorrhage, intermenstrual bleeding, iron deficiency anaemia, nervous system disorder, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, bladder/urinary problems, vaginal discharge. Discrepancy noted for essure insertion date - 2005 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: multiple cysts noted in each ovary; on an unknown date: transvaginal scan reveals retroverted nonhomogenous uterus. Left ovary 2.98 x 2.39 x 2.87 cm with 10 to 12 anechoic areas, largest being 0.4 x 0.6 x 0.6 cm. Right ovary 4.11 x 2.25 x 2.12 cm with 10 to 12 anechoic areas, largest being 0.7 x 0.8 x 0.7 cm. Color flow noted in both ovaries.; on an unknown date: within normal limits. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bladder'), uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, burning sensation, vaginal discharge, seasonal allergy, chest pain, wisdom teeth removal and uterine fibroid. Previously administered products included for an unreported indication: nuvaring. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological condition/problems"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis,"), breast pain ("right breast pain") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with valaciclovir hydrochloride (valtrex). Essure (ess205) treatment was not changed. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, intermenstrual bleeding, iron deficiency anaemia, bladder disorder, vaginal discharge, nervous system disorder, weight increased, bacterial vaginosis, breast pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, bladder perforation, breast pain, fallopian tube perforation, genital haemorrhage, intermenstrual bleeding, iron deficiency anaemia, nervous system disorder, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, bladder/urinary problems, vaginal discharge. Discrepancy noted for essure insertion date - 2005. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: multiple cysts noted in each ovary; on an unknown date: transvaginal scan reveals retroverted nonhomogenous uterus. Left ovary 2.98 x 2.39 x 2.87 cm with 10 to 12 anechoic areas, largest being 0.4 x 0.6 x 0.6 cm. Right ovary 4.11 x 2.25 x 2.12 cm with 10 to 12 anechoic areas, largest being 0.7 x 0.8 x 0.7 cm. Color flow noted in both ovaries.; on an unknown date: within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bladder'), uterine perforation ('perforation: uterus') and fallopian tube perforation ('perforation: fallopian tube') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nervous system disorder ("neurological condition/problems"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis,"), breast pain ("right breast pain") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the bladder perforation, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, bladder disorder, vaginal discharge, nervous system disorder, weight increased, bacterial vaginosis, breast pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, bacterial vaginosis, bladder disorder, bladder perforation, breast pain, fallopian tube perforation, genital haemorrhage, iron deficiency anaemia, metrorrhagia, nervous system disorder, ovarian cyst, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, bladder/urinary problems, vaginal discharge. Discrepancy noted for essure insertion date - 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events- bacterial vaginosis, breast pain, ovarian cyst, perforation: fallopian tube and bladder added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge") and nervous system disorder ("neurological condition/problems") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, metrorrhagia, iron deficiency anaemia, bladder disorder, vaginal discharge, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, iron deficiency anaemia, metrorrhagia, nervous system disorder, pelvic pain, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, bladder/urinary problems, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added event "injury nos" was replaced with "pelvic pain", events- " abdominal pain, metorhagia, anemia, general abnormal bleeding, perforation: uterus, bladder problems, vaginal discharge, neurological conditions/problems ,weight gain", added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.